Manufacturer narrative:
A consultation with the physician has been scheduled. At this time, the crt-d remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) presented with abnormal increase in pacing impedance measurements. The lead associated with this device is a competitor's product. No adverse patient effects were reported. The serial number for this device is currently unknown.